Manufacturer narrative:
The investigation summary concluded that fast flow was not observed for the pump. During flow accuracy test, the pump was within specifications. During pressure pot testing, all flow rates met specifications using the average bladder pressure. The pump was filled at correct flow rate. Placed at about same level of catheter insertion site, no external pressure used. The pumps were placed on the bed where they would not be affected by this warming device. Therefore, all factors that would increase flow rate were eliminated. There is no evidence the instructions for use was not followed. This hospital was not new to using this model of on-q pumps. Medication did not play any part in this reported incident. According with DHR review were applicable procedures such as in-process inspections and quality inspections for this production lot met all manufacturing and quality specifications. Root cause could not be determined. All information reasonably known as of 26-may-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidents, which were associated with separate units, involving a single patient. This is the first of two reports. Refer to 2026095-2017-00033 for the second incident. Fill volume: 400 ml, flow rate: 10 ml/hr, procedure: tram flap, cathplace: bilateral transverse abdominis plane (tap) blocks. It was reported that a patient who had tram flap surgery on (B)(6) 2017 experienced two elastomeric homepumps events in which infusion was completed faster than expected. Both pumps were used for bilateral tap blocks. The select-a-flow (saf) unit was set at 10 ml/hr and the saf cover was zip tied. On (B)(6) 2017 at 1:44 pm, one of the pumps appeared smaller than the other. It was estimated that the smaller one had less than 100 ml of medication, and the larger one had 150-200 ml of medication inside. The pumps were clamped and removed. The patient used a bair hugger warming device, which was set at 43 degrees celsius at night and 38 degrees celsius on the morning of the event. The pumps were placed on the bed away from the bair hugger warming device. There was no reported patient injury.

Manufacturer narrative:
The pump was received full. Infusion was verified on all the selected flow rates, 0 ml/hr did infuse. The tubing was cut a few inches distal to the blue connector to drain the medication. The tubing was bonded back with a male and female luer using cyclohexanone. The pump was refilled to the nominal value of 400 ml using a baxa repeater pump with 0.9% of saline. The saf was set to 10 ml/hr and the flow accuracy test was performed. After 30 hours of testing, the pump yielded a flow rate of 9.07 ml/hr, which is within specifications with a +/-20% tolerance. The pressure pot was performed on the flow control tubing (selected-a-flow unit) and without the filter on flow rates 2 ml/hr, 4 ml/hr, 8 ml/hr and 14 ml/hr. The tubing was detached from the pump and connected to a pressure gauge. The average bladder pressure used was 8.60 psi. Flow rate 2 ml/hr yielded a flow rate of 2.11 ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 4 ml/hr yielded a flow rate of 3.97 ml/hr which is which is within specifications with a +/-20% tolerance. Flow rate 8 ml/hr yielded a flow rate of 8.00 ml/hr which is within specifications with a +/-20% tolerance. Flow rate 14 ml/hr yielded a flow rate of 13.98 ml/hr which is within specifications with a +/-20% tolerance. The evaluation summary concludes that fast flow was not observed. During flow accuracy test, the pump was within specifications. During pressure pot testing, all flow rates met specifications using the average bladder pressure. Investigation, including root cause analysis, is currently in progress. A supplemental report will be filed upon its completion. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).